Event description:
It was reported that pump displayed continuous glucose monitoring error and caller mentioned use of g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, performed pump reset with guidance, and issue did not recur after reset.